Event description:
It was reported that during a hand assisted sigmoid resection procedure, the procedure was done for diverticulitis so the tissues were of a normal thickness. The stapler was dialed down about 2/3 of the way and was fired normally without any unusual sounds. When the colo-rectal fellow checked the doughnuts, about four-five staples were either malformed or completely unformed. The doctor chose to redo the anastomosis with another circular stapler. He attempted to resect the anastomosis with an ec60a and ecr60g. Prior to firing, the stapler needed to be repositioned, but they were unable to open the stapler. After the colon was resected, another like device was used to complete the anastomosis. Both doughnuts were intact and the patient is doing well. Additional information has been requested.

Event description:
Additional information was requested on (B)(4) 2011 and to date, no more information has been received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The patient ended up with a permanent colostomy because of the leak. The analysis results found that the device arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the anvil was not returned for analysis. A batch record review was performed and no anomalies were found during the manufacturing process.